Event description:
It was reported that a pta balloon could not be deflated after use in the mid-sfa, requiring a needle stick through the skin to deflate the balloon. The balloon catheter was removed through the introducer sheath without incident. There was no report of injury to the patient.

Manufacturer narrative:
The device history records are being reviewed. The sample was returned to the manufacturer and is being evaluated. The investigation is currently underway.